Event description:
Pt was having a laparoscopic appendectomy when an articulating linear cutter malfunctioned. The physician was able to remove the appendix through an incision made for the laparoscopic instrument without having to make a larger one. He was also able to inspect the bowel for damage via the same incision. The malfunction caused the pt to remain under sedation longer than if the instrument performed normally.